Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a minimal leakage of chemotherapy in between the pump set and the needle free valve despite the screw mechanism being tightly secured. There are no indications of injury to the patient or user.